Event description:
A customer observed positively based glu results for a pt sample processed on the 250 analyzer. The results were not reported to the physician. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.